Manufacturer narrative:
The customer opted to have the device serviced by a third-party. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii video system center display an e315 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was reported that the problem was resolved by education conducted by the sales representative, but the root cause could not be identified. However, it was estimated that the phenomenon occurred likely due to using non-target scope or connection failure due to wrong setting. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.